Event description:
The patient reported having the implant related to a stroke she had nineteen years ago. She stated that her system had never really worked. Typically when she got the system adjusted it would be helpful for a very short time, a half hour, and then she would revert back. The healthcare provider (hcp) adjusted the patient three weeks prior to (B)(6) 2016 and she had a return of symptoms within two days. Her pain level was at 4 initially and then two days later, when the symptoms returned, she was at an 8 to 12 out of 10 on the pain scale. The patient&#62688;indication(s) for use were movement disorders. (B)(6) 2016 patltr (con): follow up information received from the patient on (B)(6) reported that the second implant they have had, implanted in (B)(6) 2016, seems to be okay. However, they do not believe their brain is responding to treatment as a neurologist and manufacturer representative (rep) have had little success in programming the dbs. It was reiterated that they manage to find a setting that works for them, but within 45 minutes to an hour the settings/therapy return to where it was when they first came into the session. At first it seems to work for a day or so, but gradually it fades away. The patient has tried different options that have been set up using the programmer for them to change as necessary between adjustments during the past year prior to report date, but they have been ineffective. Both the healthcare provider (hcp) and rep believed that because the patient was on morphine and methadone it may interfere with the program settings, so they titrated off of both drugs and their pain increased to a very high level. Over labor day weekend their pain went through the roof, to a "10-12." They contacted their pain management physician who ordered them morphine to relieve their pain. Along with the dbs and morphine the patient is doing really well now. Hopefully the dbs setting will remain "a 6" and not revert back.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received; health care provider reported patient was referred back to their neurosurgeon for further evaluation. It was reported that the impedances were normal at the clinic and programming did not trigger symptoms.

Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2001, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that the patient was having problems with pain and tried to change the settings with her patient programmer as the health care provider (hcp) "put 3 letters in there, but it all got messed up and lost". It was later discovered that the patient programmer was on icon mode and the patient needed assistance switching it back to text mode. It was stated that the patient could not sleep all night because of this patient programmer issue. The patient was currently on group b which was fine and was helping with her pain. It was then stated that the implantable neurostimulator (ins) helps with her leg pain but never the pain in her foot. It was reported that starting in (B)(6) 2016, the patient started experiencing a sensation that was described as "like a spark inside my chest". The patient stated that it wakes her up at night and she experiences a "twinge" at the implant site which has been occurring since implant. The patient also stated that there could be an issue with the insulation of the lead/extension. The patient confirmed that her system was checked on tuesday and everything appeared fine. The patient was not feeling the stimulation at the time of the system check; the patient stated she normally felt something during the checks. Following the reprogramming, the patient confirmed her pain went down to a 4-5. The patient experienced "brain irritation" when an adjustment is made to the device so she does not want the device to be reprogrammed often. The patient has been reprogrammed by 4 different manufacturer representative (rep) and stated that although they tried their best, her brain is very difficult and the reps were not trained in that area. The patient stated that the pain relief would only last for 45 minutes before it returns to a level of 6-8 again. The patient then stated that her implant was for thalamic pain syndrome which started 19 years ago on (B)(6), and her pain on her left side was at a 12. The patient clarified by saying that she received her first deep brain stimulation (dbs) therapy 19 years ago, and her pain began after a brain tumor removal surgery in 1997 which was before she received dbs. The patient reported she had a stroke during this removal surgery, but nobody realized it. It was stated that the stroke caused her to get confused and have memory issues. The patient's concomitant medications included morphine that was stated to be at a 900mg dose.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a patient. It was reported that on (B)(6) 2016 the patient experienced a spark / twinge like sensation in their chest at the insertion site of the deep brain stimulation (dbs) wire connections. Each time the patient felt a spark/twinge, it seemed as though they were inactive at the time. It was confirmed that most of the time there was no bending, lifting, stretching, or walking. The most recent time the spark/twinge occurred was when the patient was standing in front of the mirror in the bathroom and it stayed on continually for several seconds; the patient turned the stimulation off as a precautionary measure. The patient called their hcp and was told to keep the device off until they could be seen by a neurosurgeon. The patient made an appointment on (B)(6) 2016 with their neurosurgeon and inquired if there was a possibility that during surgery the wire connections became fractured. The hcp told the patient that anything was possible but they doubted it very much as the wire connections were protected very well in a casing. It was determined during this appointment that it was safe for the patient to turn the stimulation back on and continue with the programming as in the past. It was then stated that in the past, therapy has been successful at maintain the patient's pain level around 5-6, but after 45 minutes or so, the pain level returns to 8 or 9. The hcp are unsure why this occurs. The patient then inquired as to why they were having so much trouble programming. The patient was taken off of morphine and methadone because it may have something to do with the programming, but "still it is not working". After speaking with their hcp, it was stated that the final conclusion regarding the dbs seems to be resolved as the patient no longer experienced any incidents of sparking / twinging. The patient has another appointment on (B)(6) 2016 with the hcp and a manufacturer representative (rep) to make additional adjustments to manage their pain. It was stated that "the fact is that we probably can't bring chronic pain down to zero. But we can aim for a level that still allows me a good quality of life".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.